Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing a 2008 hemodialysis system, and the patient¿s serious adverse events of seizure. The etiology of the seizure is unknown; therefore, causality cannot be established. However, the patient reported she was undergoing an extra treatment when the seizure occurred. It should be noted that minimal clinical information precluded a more comprehensive investigation, however there was no report that a fresenius device(s) and/or product(s) malfunctioned or was deficient in any way. Seizures are not uncommon among patients on hemodialysis. There are many potential causes of seizures among patients on hemodialysis including: uremic encephalopathy, dialysis disequilibrium syndrome, metabolic disturbances, and/or drug induced causes. In most circumstances, seizure activity occurs during or shortly after the hemodialysis procedure because of the hemodynamic and biochemical changes associated with the process. Based on the limited information available, the 2008 hemodialysis system cannot be disassociated from the serious adverse event. During intake, there was no allegation a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. However, given the lack of patient data, treatment record, hospital records, post-event functional compliance testing, and/or machine repair records, there is insufficient evidence for this clinical investigation to exclude the 2008 hemodialysis system from having a possible role in the serious adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Fresenius became aware (via social media post) that this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a 2008 machine for renal replacement therapy (rrt) experienced a seizure during treatment on (B)(6) 2025. Subsequent attempts to obtain additional information (e.g., patient data, outpatient clinic name, treatment records, hospital records, post-event functional compliance testing, and/or machine repair records) were unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Fresenius became aware (via social media post) that this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a 2008 machine for renal replacement therapy (rrt) experienced a seizure during treatment on (B)(6) 2025. Subsequent attempts to obtain additional information (e.g., patient data, outpatient clinic name, treatment records, hospital records, post-event functional compliance testing, and/or machine repair records) were unsuccessful.